Event description:
It was reported that capsular contracture of the pump of this inflatable penile prosthesis resulted in restriction of pumping and lack of cylinder inflation. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
A3a. Sex updated.

Event description:
It was reported that capsular contracture of the pump of this inflatable penile prosthesis resulted in restriction of pumping and lack of cylinder inflation. The device was explanted and replaced. No patient complications were reported.